Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.received updated lot number on 31aug2023, d4 - lot # initial: unknown / updated to 34344ud01.

Event description:
The customer observed elevated architect prolactin results for one patient while running on the architect i2000sr analyzer. The initial prolactin result was 2549 miu/l. The customer¿s reference range for architect prolactin is 108.8-557.1 miu/l, therefore the customer suspected the prolactin result to be skewed high. The sample was retested by a new industrial instrument (snibe) and generated a result of 445.78 miu/l (reference range 69.32 ¿ 568.37 miu/l). There was no impact to patient management reported.

Event description:
The customer observed elevated architect prolactin results for one patient while running on the architect i2000sr analyzer. The initial prolactin result was 2549 miu/l. The customer¿s reference range for architect prolactin is 108.8-557.1 miu/l, therefore the customer suspected the prolactin result to be skewed high. The sample was retested by a new industrial instrument (snibe) and generated a result of 445.78 miu/l (reference range 69.32 ¿ 568.37 miu/l). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect prolactin results included a included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history record did not identify any non-conformances or deviations associated with the likely cause lot number 48500ud02 and complaint issue. In house testing was performed on a retained kit of the complaint lot 48500ud02. The testing meets acceptance and validity criteria, and the product is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect prolactin reagent lot 48500ud02.section d4 - lot # 34344ud01 has been updated to lot number 48500ud02. Section g1 contact information was updated to reflect the current contact (B)(4).

Event description:
The customer observed elevated architect prolactin results for one patient while running on the architect i2000sr analyzer. The initial prolactin result was 2549 miu/l. The customer¿s reference range for architect prolactin is 108.8-557.1 miu/l, therefore the customer suspected the prolactin result to be skewed high. The sample was retested by a new industrial instrument (snibe) and generated a result of 445.78 miu/l (reference range 69.32 ¿ 568.37 miu/l). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.additional information provided on 26jul2023 with the correct unit of measure for the results and reference range used on the snibe instrument platform in section b5. Initially the unit of measure was miu/ml and was updated to miu/l.

Event description:
The customer observed elevated architect prolactin results for one patient while running on the architect i2000sr analyzer. The initial prolactin result was 2549 miu/l. The customer¿s reference range for architect prolactin is 108.8-557.1 miu/l, therefore the customer suspected the prolactin result to be skewed high. The sample was retested by a new industrial instrument (snibe) and generated a result of 445.78 miu/ml (reference range 69.32 ¿ 568.37 miu/ml). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.